Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) went into comm loss twice for about one minute each time. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) requested the cns event logs from the customer. Follow up attempts with customer received no response. On the third follow up attempt, the customer replied that "after investigating the issue further. Another issue caused this to occur. You may close the ticket." No further correspondence from customer was received. With the available information, it is reasonable to determine the root cause to be the facility's network environment. A review of the serial number history shows no recurrence of the reported issue. Comm loss is an error message notifying the user of loss of network communication between the monitoring devices and the central nurse's station (cns). Possible causes of a communication error message could be when the network cable or connector is disconnected or faulty, if the wireless router or hub is faulty, if the settings of the bedside monitor are not the same as the cns or if there are duplicate ip addresses being used by more than one bed. Communication loss may also occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection or cause the host table to become unbalanced. Because most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction and, thus, do not warrant a corrective action. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment.

Event description:
The customer reported that the central nurse's station (cns) went into comm loss twice for about one minute each time. There was no patient injury reported.

Manufacturer narrative:
The customer will have the logs from the cns pulled and have them investigated. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this central nurse's station (cns) went into communication loss (comm loss) twice for about one minute. There was no patient injury reported.